Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney:on (B)(6) 2012 - the patient underwent surgery for repair of a reducible initial ventral hernia with mesh implantation. A composix ex hernia patch was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to remove mesh and repair recurrent umbilical and incisional hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, seroma, adhesions and abdominal pain thereby underwent repair with mesh removal. The adverse reaction section of the instructions-for-use, supplied with the device identifies adhesions and seroma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a reducible initial ventral hernia with mesh implantation. A composix ex hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to remove mesh and repair recurrent umbilical and incisional hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix e/x mesh. Per operative notes, "the hernia sac was opened and amputated at the level of fascia. A piece of composix e/x mesh was trimmed and sutured into the fascia." (B)(6) 2012 to (B)(6) 2012 - patient frequently visited hospital for left-sided abdominal pain, pelvic pain, vaginal discharge and ovarian cyst. (B)(6) 2012 to (B)(6) 2012 - patient frequently visited hospital for recurrence umbilical hernia and abdominal pain. (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia, incisional hernia, lower abdominal pain and persistent right ovarian cyst thereby underwent repair with removal of composix e/x mesh and bilateral salpingo-oophorectomy. Per operative notes, "extensive adhesiolysis was done and the bowel was separated from the ovary and the bladder was separated from the ovarian mass. There were small fascial defects and hernia sacs. The old mesh was removed and a piece of synthetic mesh was placed and sutured.¿ attorney alleges that patient had abscess, adhesions, hernia recurrence, infection, seroma, pain, mesh removal surgeries and emotional injuries.